Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a programmable valve was over-draining. The valve was re-programmed in january because of discharge of cerebrospinal fluid.

Event description:
It was reported that a programmable valve was over-draining. The valve was re-programmed in january because of discharge of cerebrospinal fluid. After the re-programming the valve did not show any improvements. Therefore the valve was removed for further investigation.

Manufacturer narrative:
UDI information: (B)(4). Complaint sample was not returned to codman therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.